Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the hospital for routine follow-up. Upon interrogation, the right ventricular lead exhibited undersensing. After reprogramming, the device resumed normal function. The patient's condition post event was good.